Event description:
It was reported that the balloon was tested prior to insertion into patient; the balloon was inflated and deflated successfully initially, however, following second inflation balloon would not deflate.

Manufacturer narrative:
Device not returned.